Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator was found in backup vvi mode and could not be interrogated. It was noted that a week ago, the patient had undergone a computed tomography scan. After device firmware download, normal device function resumed.